Event description:
Patient had amt g-jet tube placed as an inpatient on three months ago. Reported by nursing staff that the white plastic ring inside of the jejunal port broke off in early sept. Tube was replaced on the next day due to inability to feed the child. Per gi md progress notes: mother of patient wonders if there is utility in reaching out to other parents of children with gj tubes to see if this is a common occurrence. Patient's mother relays that has spoken with other mother's in support group and feels that amt prone to breaking. She requests that in future when gj tube exchange needed, that mickey gj tube be used instead. Doctor reassured patient's mother that the gj tube will be saved in order to file report with company.

Event description:
Patient had amt g-jet tube placed as an inpatient on three months ago. Reported by nursing staff that the white plastic ring inside of the jejunal port broke off in early sept. Tube was replaced on the next day due to inability to feed the child. Per gi md progress notes: mother of patient wonders if there is utility in reaching out to other parents of children with gj tubes to see if this is a common occurrence. Patient's mother relays that has spoken with other mother's in support group and feels that amt prone to breaking. She requests that in future when gj tube exchange needed, that mickey gj tube be used instead. Doctor reassured patient's mother that the gj tube will be saved in order to file report with company. This event is related to the same patient for medwatch report (B)(4).